Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft on the saphenous vein, the suture detached from the needle and strand on vessel anastomosis. A new device with the same lot number was used to complete the case. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.